Event description:
It was reported that during preparation for an unrelated surgery, low impedance was observed on the atrial lead. Capture values remained stable. No patient symptoms were reported. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.